Event description:
It was reported that the patient had had reprogramming done on the day prior to the date of this report by a manufacturer representative. When turning on the stimulation on the morning of the date of this report, the patient was not feeling stimulation. After syncing with the implantable neurostimulator (ins), the settings were found to be ¿group a, program 1 at 0.0, program 2 at 0.0.¿ the patient increased the stimulation to 4.4volts of program 1 and 1.7volts on program 2. After increasing the stimulation, the patient was able to feel the stimulation a little bit on the right leg. The patient was not using adaptive stimulation. A manufacturer representative later reprogrammed the patient and the patient was doing better.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).